Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings:during investigation, the pump was powered on to a dim/fading pink display. Unrelated to the original complaint, the keypad cover was lifted at the ok button with all keypad buttons responding appropriately. The keypad cover was removed to find no contamination under the keypad button contacts. Battery compartment cracks were found from the threads to the left of the bumper and below the bumper.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.